Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose levels of 50 mg/dl and 430 mg/dl. She checked it a while later and blood glucose was 200 mg/dl. The customer stated that she checked it around 10 am and blood glucose was 500 mg/dl. The customer treated with manual injections. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.